Event description:
The surgeon implanted an aq1016v silicone lens but the haptic tore while it was being inserted. The lens was removed in pieces with no patient injury or event. The facility indicated that it was unknown as to why the haptic tore. An msi-tm injector and an st-45s cartridge were used but the lot numbers were not provided by the facility.